Event description:
The patient was in the operating room having a complex cardiac repair. The patient was converted from cardiopulmonary bypass to extracorporeal membrane oxygenation (ECMO) which was successful. While surgery was being finished, the ECMO pump was removed from the wall at least 3-4 times with normal function. The battery light also indicated that the batteries had a full charge. While transporting the patient back to the picu the ECMO pump went black with no function and did not change over to battery backup power. The pump was immediately plugged back into the wall and support was restored. A standby pump console was used for the duration of the patient's care. The technician replaced the component and assembly. The batteries were scheduled to be replaced 3 months after the date of this event. The battery was completely discharged and would not take a charge. This battery has a lifespan of eight years and is routinely replaced every four years. The technician stated that is was unclear what the exact mechanism was for the failure of the charging board and battery.